Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead developed environmental stress cracking while in vivo. Concomitant product: dtba1d1 crt-d implanted: (B)(6) 2015; 5076-52 lead implanted: (B)(6) 2005.

Event description:
The lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.